Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 3.0x20mm nc trek balloon dilatation catheter (bdc), when negative pressure was applied a leak was detected. The bdc was not used in a procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another nc trek bdc was used in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Sem analysis determined the leak may be attributed to a material/processing discrepancy at the guidewire exit notch joint. The leak was found between the inflation and guidewire lumens, at an area of thinned and torn material. Tearing and damage were also documented at the opening of the guidewire lumen. It is uncertain if exposure conditions contributed to the failure mechanism. The investigation determined the noted leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.d4 - lot number updated from 30215g2 to 30202g1.